Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant prosthesis and experienced postoperative left-sided deflation. The patient believes that her left implant was deflated over a year ago. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient¿s demographics, diagnosis, suspected medical device, and revision surgery. The patient is a 43-year-old caucasian patient. The patient saw her physician on (B)(6) 2020, and crease-fold failure was confirmed. The suspected medical device is a 200cc mentor smooth round moderate profile prosthesis (catalog #: 3501625, serial #:(B)(4). The patient underwent removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer's reference number: (B)(4).